Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An administrator reported that a pt presented with one day postoperative inflammation that is thought to be toxic anterior segment syndrome (tass). The site has had prior cases of tass and has rec'd a site visit for tass prevention education. Add'l consultation services have been requested by the site. Add'l info has been requested.